Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had an alert 02 for low flow. Stated that patient pads were disconnected from arctic sun during (cat) scan transport and when the patient returned and hooked back up the machine, they received a low flow alert. Nurse went through all troubleshooting methods. Nurse stated that a new machine would be placed on the patient if that does not resolve the situation and nurse would switch out the pads. Representative instructed the nurse to save the pads in case if they were going to send back the device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 02 for low flow. Stated that patient pads were disconnected from arctic sun during (cat) scan transport and when the patient returned and hooked back up the machine, they received a low flow alert. Nurse went through all troubleshooting methods. Nurse stated that a new machine would be placed on the patient if that does not resolve the situation and nurse would switch out the pads. Representative instructed the nurse to save the pads in case if they were going to send back the device to biomed.